Manufacturer narrative:
The catheter was placed for nephrostomy. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, documentation, instructions for use (IFU), dimensional verification, manufacturing instructions, and quality control of the device was conducted during the investigation. An image from the hospital was provided, which showed the flared tubing outside of the proximal assembly. The flare was no longer concentric, with a fold inwards. It is unclear whether the damage to the flare occurred during removal from the cap or from manufacturing. Two catheters were returned: 1 with biomatter present and 1 in an unopened package. The used device was inspected as follows. The flare was completely separated from the cap. The cap could not be untwisted. Two (2) threads were visible between the mac-loc and cap. The mac-loc was in the locked position. The flare measured to be large and in an oval shape. However, the flare appeared to be stretched and damaged from pulling from the cap. The suture was cut in order to measure the inner diameter of the cap, which was within specification. The outer diameter of the catheter tubing was also measured to be in specification. The unopened package was opened and the catheter inspected. The catheter was completely intact. The tubing could be twisted within the cap, but was unable to be pulled from the cap. The cap could not be untwisted. There was 1 thread visible between the mac-loc and cap. The tubing was occluded with hemostats in order to pressurize the proximal assembly. A pressure of 8.25psi was maintained for approximately 2 min without a water drop forming or falling. The failure mode of tubing separation could not be duplicated in the unused device. The unused device was not confirmed for this failure, due to the inability to separate the hub or cause leakage during the evaluation. A review of the main work order ((B)(4)) found 8 nonconformances (scrapped) that weren't related to the failure mode. One nonconformance which was not related to the failure mode was found on the sub assembly work order ((B)(4)), which was scrapped and replaced. A review of the manufacturer's database found this to be the only complaint associated with this lot number. Per the IFU, ¿patients with indwelling drainage catheter should be evaluated routinely to ensure continuous function of the catheter.¿ there is no information regarding the device maintenance and care that may have contributed to the device breaking at the connection point. It is possible that if the proximal fitting disconnected that the curve at the distal end is no longer locked and the reported displacement may be related or as a result of the disconnection of the hub. There is no evidence to suggest that this (used) device was made out of specification. Due to the deformation present in the flare, it is likely that high forces were imparted on the tubing to cause it to separate. Therefore, the root cause was identified as possibly environmental context. However, based on the information provided and the results of our investigation, a definitive root cause could not be determined. This lot was manufactured after a change to address this failure mode. Since the frequency of such events post-change is within acceptable limits of the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, approximately 1 week following the implantation of the ultrathane mac-loc locking loop multipurpose drainage catheter, the patient returned to the hospital due to a break at the connection point in the catheter. The pigtail of the catheter had also been displaced. The catheter was ultimately replaced with a new device, with no further complications reported. The circumstances surrounding the usage and handling of the device leading up to the break are not known. The device has been returned for evaluation; however, as of the date of this report, the investigation is still pending.